Event description:
It was reported that the pt requested to have the spinal cord stimulator (scs) system removed because, the pt was dissatisfied with the stimulation coverage (of pain). Despite multiple reprogramming attempts, the pt reported intermittent stimulation. No obvious malfunctions or abnormalities of the scs equipment were discovered or observed. It was noted that the lead was cut during the explant procedure. No further details or pt symptoms were provided at the time of this report. The pt recovered without sequela.

Manufacturer narrative:
(B)(4): the devices have been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.